Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown if lens was implanted. If explanted, give date: unknown if lens was implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the capsular bag broke. Reportedly the preloaded intraocular lens was in contact with patient¿s operative eye. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation requests for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Additional information: additional information was received, and it was learnt that the customer does not remember if the capsular tear occurred before or after implantation. The lens was not replaced. Reportedly a vitrectomy was performed. The patient's date of birth was also provided. No further information provided. Date of birth: (B)(6). (B)(4) ¿ vitrectomy. All pertinent information available to johnson and johnson surgical vision has been submitted.